Event description:
It was reported that the coil detachment occurred. And some part was placed in the aneurysm. The target lesion was located in the severely tortuous hepatic artery. A 18mm x 50cm interlock coil was selected for use. During the procedure, placement of the coil became difficult. In attempts to retrieve the coil while inside the microcatheter the coil became unraveled. The coil detached in attempts to remove it via a snare. The microcather moved proximally and the detached coil (10cm) was implanted within the patient. The physician noted that thrombosis formation progress while trying to deploy the coil by changing its shape several times. The procedure was rescheduled. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A pusher wire and a severely damaged coil were returned for this complaint. The pusher wire was inspected and was found kinked near the interlocking arm. The section of the coil that was returned was found broken since the entire device was not returned; in addition, it was found stretched and kinked. Microscopic inspection of the pusher wire was performed and obseved that the proximal end has a smooth surface. The interlocking arm was inspected and no anomalies were noted. The section of the main coil that was returned was inspected and it was found broken, stretched and kinked. Dimensional inspection that could be measured for the pusher wire were performed and were within specification. It was not possible to perform dimensional testing of the main coil in the section of the coil returned due to the severely damaged condition of it.

Event description:
It was reported that the coil detachment occurred. And some part was placed in the aneurysm. The target lesion was located in the severely tortuous hepatic artery. A 18mm x 50cm interlock coil was selected for use. During the procedure, placement of the coil became difficult. In attempts to retrieve the coil while inside the microcatheter the coil became unraveled. The coil detached in attempts to remove it via a snare. The microcather moved proximally and the detached coil (10cm) was implanted within the patient. The physician noted that thrombosis formation progress while trying to deploy the coil by changing its shape several times. The procedure was rescheduled. No further patient complications were reported.